Event description:
Customer's daughter reported customer had blood glucose result of 110 mg/dl and was unresponsive while using the advantage system. Customer's results did not match symptoms. Daughter reports customer's wife thought customer was sleeping; emts were called and tested customer with a blood glucose result of 28mg/dl. Daughter reports customer was treated with a shot of "glucomycin" and taken to the ER. Daughter reports ER tested customer with a result of 78mg/dl; was treated with an IV of unk content. Daughter reports back to back comparison to a professional meter with results of 128mg/dl on the customer's meter and 38mg/dl on the professional meter. Daughter reports customer is still in the hospital. No control info was provided. A request was made for return of the suspect product and a replacement was sent.